Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information was added: e2, e3, h4, and h6. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Three attempts were made to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image quality was poor due to a failure of the circuit board. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: video connector pins were worn out and caused poor connection with pigtails; poor image quality due to the faulty of the printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video processor had image issues (no error message) image terrible. There were no reports of patient involvement.